Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device was set to infuse at a rate of 100ml, instead it ran as a bolus. There is no patient harm.